Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please explain what is meant partially stapled. The shot was blocked can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes were any clips or previous staple lines in area of firing? No what was the estimated blood loss? Insignificant was a transfusion required? No if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after fully firing vascular powered endocutter ,when opening, the splenic artery is only partially stapled and causes controlled bleeding. Open procedure reconversion, splenic artery manually sutured.